Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer's complaint was confirmed. The connector socket was found to have broken pins. The device was repaired and returned to the customer. This MDR is being submitted retrospectively as a part of the remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The biomedical engineer at the user facility reported to olympus that the socket where the transducer plugs into the generator was damaged. There was no harm or injury reported. The reported issue was observed during preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The reported failure is a known phenomenon and is produced as a result of damage to the transducer plug and/or receptacle. Damage to the receptacle is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing as stated on the IFU (instruction for use) and as a preventive measure, the user manual states: connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug." On page 20, " connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug. Olympus will continue to monitor complaints for this device.